Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were having issues with the quick release of the infusion set. The customer's blood glucose was 488 mg/dl at the time of incident. The customer stated that several infusion sets had issues. The insulin pump will not be returned for analysis.